Event description:
A cartridge change error was reported by the customer regarding their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer initially struggled with loading the cartridge onto the pump. Technical support instructed them on inspecting and cleaning various parts of the pump and assisted in filling and loading a new cartridge. Eventually, the customer successfully completed the load process and resumed insulin therapy.